Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's left knee was revised due to pain. Surgeon reported aseptic loosening of the tibial component. Rep was not made aware of the severity of, or any patient factors that could be attributed to pain. Patient was revised to a triathlon ts knee construct.